Event description:
The customer reported to olympus, that the bronchovideoscope had moisture in the device. The device was returned for evaluation. During the device evaluation, the following was found: the bending section cover had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the angulation lever and light guide lens had a scratch, the distal end and scope connector cover unit were deformed, the suction connector and circuit board unit in the suction connector had corrosion due to water leakage, due to wear of the angle wire the bending angle in the down direction did not meet standard value, due to damage on the insertion tube rotation ring the connecting tube did not rotate smoothly, and the image guide protector was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6, h10. Correction: d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: bf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: bf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.